Manufacturer narrative:
The local area sales representative was contacted for additional information regarding the reason for the explant. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a revision surgery in which this lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead has not been received for analysis.